Event description:
It was reported that a bi-ventricular assist device (bivad) patient with a centrimag on the right side had acutely developed low flow alarms. Transthoracic echocardiogram showed posterior pericardial effusion with concern for cardiac tamponade. The patient was taken to the operating room for pericardial window, which was concerning for arterial blood. Sternotomy was re-opened, and the pump was discovered to be sitting tilted, partially out of mini¿apical cuff. Surgeon reported easily being able to retract purple locking mechanism as the lock was able to be opened without unlocking tool. The pump was reseated, and the locking mechanism was closed. No yellow was showing on the lock and that it was flush with the pump. Patient was currently stable and had a temporary right ventricular assist device (rvad) in place from initial implant. It was noted that the patient did not have to go on bypass and was no longer bleeding around the cuff. The surgeon was educated to check the lock and make sure it was securely locked by tugging a bit on the pump and cuff lock. It seemed the surgeon was confident in the engagement after re-engaging the cuff lock. The patient was stable. Additional information about the initial cuff lock engagement was unable to be provided. The surgeon reported no issues with re-engagement and no yellow was observed. The bleeding resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Sections b1 and b2: corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer¿s investigation conclusion: the report the mini apical cuff not being fully engaged was unable to be confirmed as no images were submitted by the account for review and the device remains in use. The reported low flow alarms could not be confirmed as no log files were submitted for review. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 mini apical cuff kit instructions for use (IFU), rev. E, is currently available. The section entitled ¿surgical procedures¿, explains how to prepare the mini apical cuff and the apical cuff holder for use. This section also instructs that when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. Additionally, this section cautions: if a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. The section entitled ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. Additionally, this section describes how to insert the pump into the ventricle. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook rev. D, are also currently available. Section 1 of this IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of this IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of this IFU, ¿surgical procedures¿, includes subsections entitled ¿preparing the ventricular apex site¿ and ¿inserting the pump in the ventricle¿. These sections instruct the user to inspect the entire circumference of the pump-cuff junction to ensure that the lvad is properly seated. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). Additionally, this section cautions if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. Furthermore, the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. This section contains a subsection entitled, ¿surgical considerations¿ and warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 7 of this IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.